Event description:
The sleeve that holds the bolt that holds the boom to the mast was wobbling over a period of time, and rounded out and the weld broke and made the boom sloppy which cuased the boom to swing more than it should and it took the pt off center when they were moving her from bed to chair. The lift tipped over and dropped the resident onto the floor. Resident was taken to the ER, her femur was broken, she went into surgery and had pins put in.facility saved the boom but disposed of all other remaining lift parts. MFR issued RMA #672369 to get boom back for eval.